Event description:
The reporter stated that the product packaging had brown stains. It looked like that there was a tiny hole in the inner package that contains the product. It appeared that saline solution had leaked out of the package, compromising the integrity of the product and the sterility. The product was not used and the hospital had other product in their inventory that could be used.

Manufacturer narrative:
An investigation has been initiated based upon the reported info.